Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient is experiencing occasional heating at her ipg site, with stimulation off and not while charging. The patient stated the heating occurs sometimes and lasted for 2-3 minutes. She described the heating as a hot water sensation at the ipg site. The patient is working with her physician to determine the next course of action.